Event description:
Obtained negatively biased beta-ncg results with a patient sample. The magnitude and direction of the bias may lead to inappropriate physician action. There was no report of patient harm as a result of this event.